Event description:
Sorin group deutschland received a report that the touch screen of the s5 double head pump would not function during set-up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump would not function during set-up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.